Manufacturer narrative:
The investigation confirmed that multiple imprecise vitros phbr quality control results and during investigation, a single replicate vitros crbm quality control result were obtained while using the vitros 5600 analyzer. Patient samples were not reported to have been affected. An ocd field engineer replaced two incubator evaporation caps, performed immuno-wash fluid metering adjustments, and proactively completed a preventative maintenance procedure. Following these service actions, acceptable performance of the vitros 5600 integrated system was observed. There was no evidence to suggest a malfunction of the vitros phbr or crbm reagent. The assignable root cause is an instrument related issue.

Event description:
The customer obtained multiple imprecise vitros phbr quality control results (biorad qc lot 46453 results= 67.03 ug/ml; 63.75 ug/ml; 68.14 ug/ml; 70.34 ug/ml vs. An expected result = 52.95 ug/ml) and during investigation, a single replicate vitros crbm quality control result (qc lot m1914 result = 18.80 ug/ml vs. An expected result = 14.35 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. There was no report of affected patient samples. There was no allegation of harm to patients as a result of this event. (B)(4).